Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] ¿when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. Additionally, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. Also, it was observed that the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the connecting tube had a wrinkle due to chemical stress. It was observed that water tightness was lost due to damage in the up and down knob. It was also observed that the adhesive around the objective lens and light guide lens was peeled. It was observed that the scope connector cover plate had peeling. It was also observed that the paint on the suction, air and water cylinder was peeled due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, up and down knob, lock engagement knob, lock engagement lever, switch 1, plastic distal end cover, scope connector cover, scope connector, protector of the universal cord on the control section side, protector of the universal cord on the scope connector side, universal cord, grip, scope cover, right and left knob, control unit, switch 1 and on the switch box.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had a play angulation malfunction, chipping or peeling of the adhesive on the bending section cover and defects to an unspecified shape or structure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.